Manufacturer narrative:
Device will not be returned for eval. A review of the device history record did not reveal any exception documents. Lot number has been exhausted from inventory, no remaining product to contain. Not able to confirm complaint. Complaint database review found no similar complaints for this or subsequent lot numbers. No conclusion can be drawn. Complaint data will be monitored by trending and review for frequency of this type of occurrence. Device history record and complaint database was reviewed. Results - unable to confirm complaint.

Event description:
The trocar is sticking in the catheter during insertion for a thoracentesis drainage procedure.